Event description:
Manufacturer's representative reports device explanted due to infection. The site of infection was not indicated. The product was explanted and returned to the manufacturer for analysis. It is unknown if perioperative antibiotics were administered or if the patient has meningitis. No information was listed as to whether cultures were obtained, or if the causative organism has been identified. No additional information is available on specific patient symptoms or outcome. Additional event information has been requested. A follow-up report will be sent to FDA when additional information is received.

Manufacturer narrative:
H6-preliminary device analysis was not available on the date of this report. A supplemental MDR follow-up report will be sent to FDA when device analysis is complete.